Event description:
Procedure: low anterior resection. According to the reporter: after firing, air leakage was found from the crossed part of double stapling. Add'l manual suturing was needed. Operating time extended: more than 30 minutes. No tissue damage or significant bleeding was reported. No further issue was noted.